Manufacturer narrative:
Concomitant medical product: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported impedance check showed high electrode impedances on electrodes 1 and 7. There were no known external/environmental factors leading to the issue. The patient was successfully reprogrammed around the 1 and 7 electrodes. No patient symptoms were reported. No further complications were reported/anticipated.